Manufacturer narrative:
Analysis reports the insulin pump was received no button response due to corroded keypad traces. No frozen screen noted. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corner and a missing end cap sticker.

Event description:
It was reported that the customer had unresponsive keypad on the insulin pump. The customer blood glucose level was unknown. Troubleshooting was not performed, but the insulin pump will be replaced. No further information was provided